Event description:
A caller reported receiving a ¿replace sensor¿ error message on the adc device and as a result, the customer was unable to obtain sensor scans. The customer experienced symptoms described as ¿impotent, submissive¿, a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional who obtained an unspecified glucose result on their meter. The customer was administered an unspecified infusion as a treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.